Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported questionable positioning of piccs over a number of weeks and is concerned that the sherlock paddle is not working correctly.

Event description:
It was reported questionable positioning of piccs over a number of weeks and is concerned that the sherlock paddle is not working correctly.

Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the sherlock 3cg sensor 9770201 was visually inspected, and no physical damage was found to the unit. The reported issue of inaccurate ECG readings was confirmed. The sensor failure doesn't connect produces no output.